Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and disposed due to a fracture and high pace impedance measurements. The fracture was confirmed on x-ray . No adverse patient effects were reported.